Event description:
New information received notes that the patient presented to the operating room for device change out due to eri and rv lead extraction. Immediately after removal of the lead via lead extraction procedure, the patient's systolic blood pressure dropped. The patient coded and acls and CPR were administered. A pericardiocentesis was completed, but no significant pericardial effusion was present. After extensive efforts to maintain hemostasis, further exploration revealed that the patient's superior vena cava had torn at multiple sites and was beyond repair. The patient expired.

Event description:
It was reported that the patient expired following complications with ICD explant. There is no allegation from a health care professional that the death was related to the device. The cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
A partial lead with the distal end measuring 48.5cm was returned. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.